Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated he device and the battery was not functioning. The battery needs to be replaced. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the battery requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the battery is not functioning. There was no patient involvement.